Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported bg of 66 mg/dl while preparing a supply change. The patient delayed connecting, took glucose tablets, monitored bg, and levels corrected. No hospitalization or long-term effects were reported.